Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a sensor error message was received with the adc device. As a result, the customer experienced a loss of consciousness however, the customer was able to self-treat with orange juice. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sections d-4 (expiration date) and h-4 (device mfg date) have been updated. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
A caller reported that a sensor error message was received with the adc device. As a result, the customer experienced a loss of consciousness however, the customer was able to self-treat with orange juice. No further information was provided. There was no report of death or permanent injury associated with this event.